Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 516 mg/dl. Customer¿s current blood glucose level was 99 mg/dl. Customer stated that insulin pump had blank display which was returned after replacing new battery. Customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.